Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: ((B)(4). The set screw features signs of use such as witness marks and markings on the side of the thread. However, the damage isn¿t sufficient to indicate any kind of product failure. No product failure was alleged. The set screw appears to have functioned as intended. A review of the device history record (DHR) could not be performed as the set screw surface that features the lot number etch is damaged with a witness mark and therefore is illegible. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. No root cause analysis is necessary at this time as no product failures have been identified during the course of this investigation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2017 by implanting the screw (p/n: 186731645) and set screw (p/n:179702000) to s1 (original fixed location was unknown but including s1). After the primary surgery, the extension surgery was performed on (B)(6) 2018 to extend the fixed position to l2-s1 and replaced set screws (p/n:179702000). No further information was provided by the hospital. This event was related to (B)(4).